Event description:
It was reported that: on (B)(6) 2023, the swg was found kinked during used on the patient.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and product lidstock. Definite signs of use were observed on the guide wire body and within the assembly tubing. Visual analysis revealed that the guide wire contained one kink and offset coil along the entire body. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed the damage and revealed that both welds are present and spherical. The kinks on the guide wire were measured 18mm and 588mm from the proximal tip. The overall length of the guide wire measured 602mm which is within the specification limits of 596mm-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.80 mm which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory arrow raulerson syringe (ars)/18 ga introducer needle sub-assembly and passed with little to no resistance. A manual tug test confirmed that both welds were secure. A device history record review was performed with no relevant findings. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained one kink and one offset coil. Despite this, the guide wire passed all relevant dimensional and functional inspections, and a device history record review revealed no relevant findings. Therefore , based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: on (B)(6) 2023, the swg was found kinked during used on the patient.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 18 nov 2023, the swg was found kinked during used on the patient.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: 18 nov 2023, the swg was found kinked during used on the patient.